Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that during a surgery, device was opened and deemed faulty due to a loose tibial bumper pad. A second device was opened and was also deemed faulty. A third device from hospital¿s consignment was opened and used without issue. No delay to surgery

Event description:
It was reported that during a surgery, device was opened and deemed faulty due to a loose tibial bumper pad. A second device was opened and was also deemed faulty. A third device from hospital¿s consignment was opened and used without issue. No delay to surgery.

Manufacturer narrative:
An event regarding alleged loose component involving a mets distal femur bumper pad/tibial component was reported. The event was confirmed by product inspection. Method and results: product evaluation and results: visual inspection: the tibial component showed surface marks/damage to the edge adjacent to the bumper pad. Dimensional inspection: the returned tibial component is dimensionally out of specification. Functional inspection: the bumper pads were both loose within the tibial component. The returned device is non-functional. Material analysis: not performed as reported event relates to size/fit and is not related to material. Clinician review: no medical records were received for review. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 04oct2017 with no reported discrepancies. Complaint history review: lot ID - there have been no other events for the lot referenced. Conclusions: the initial report indicated that the surgeon deemed the device was faulty due to a loose bumper pad, the surgeon removed the bumper pad and replaced it with a second bumper pad that was also deemed faulty, (loose). Observed damage to the initial bumper pad indicates that the bumper pad was removed from the tibial component by force, leveraging it out with an implement such as an osteotome or chisel. It is likely that the force applied to remove the first bumper pad may have damaged the tibial component at the key dimension in the process, opening the measurement out to an extent that would prevent the replacement bumper pad from being adequately constrained. This would have resulted in the second bumper pad having a loose fit. The devices were confirmed to have been dimensionally acceptable with no reported discrepancies when accepted to final stock. Process checks during assembly would have identified any loose bumper pads. The devices most likely became damaged during the reported procedure when the surgeon initially removed the first bumper pad from the tibial component. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.